Manufacturer narrative:
Capital equipment evaluated at customer site. The fse performed a system check with required update. The customer informed fse that they had rec'd the oil mist/haze letter from asp and had promptly shut off the sterrad unit. A user had reported respiratory issues that turned out to be present even when the sterrad was not in use. The fse verified that there was no oil mist being emitted before and after performing the required update. The fse found the system conforming to MFR specifications. This issue has been addressed with a customer letter related to correction & removal.

Event description:
The customer reported human reaction to oil mist. The customer reported that one of the technicians experienced difficulty breathing when running the unit. The technician was seen in employee health but was not prescribed any treatment. The asp field service engineer (fse) came to the facility to assess the unit.